Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies.

Event description:
Additional information was received from the manufacturing representative. The product was returned for analysis (B)(6) 2017. Per the pump logs, the device was interrogated on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The logs indicated a motor stall had occurred, as well as a stopped pump period may exceed tube set message. The elective replacement indicator (eri) was at 14 months. The motor stall occurred on (B)(6) 2017 at 06:58, and the tube set message occurred on (B)(6) 2017 at 06:58. An active alarm was silenced on (B)(6) 2017.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl 25 mcg/ml at 11.994 mg/day, bupivacaine 10 mg/ml at 4.798 mg/day, and clonidine 10 mcg/ml at 4.798 mcg/day via an implantable pump for spinal pain. It was reported that the patient¿s pump stopped unexpectedly on (B)(6) 2017. The patient¿s primary symptom was a return of her original pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient did not have an MRI or exposure to another known source of electromagnetic interference (emi). The pump was replaced on (B)(6) 2017. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s weight was unknown. The patient¿s medical history included non-malignant pain. The patient¿s medical history included non-malignant pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.